Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the patient reported that they were having problems on saturday and they felt like the stimulation wasn't strong enough. When the patient connected to the ins they got the message 'internal battery low.' The patient dismissed the message and were able to increase stimulation, but they continued to next the same message the next day. This morning, however, the patient did not get the message. The patient was not in the interstim x my therapy app at the time of the call, so agent had them open the app during the call and they confirmed they got the message 'low battery. Internal device battery is low.' The agent reviewed the meaning of the message, and the patient was concerned when they learned the message was referring to the ins battery since the ins had only been implanted for not even 2 years. The patient expected the ins to last longer than that. The patient was redirected to their doctor to further address the issue.